Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer was hospitalized due to high blood glucose value on (B)(6) 2019. The customer¿s blood glucose level was 500 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced nausea due to high blood glucose and he treated it with manual injection. The customer was having low blood glucose and then he was not feeling well overnight, the next day he had blood glucose of 400 mg/dl and treated with manual injection but it still spiked to 600 mg/dl. Based on customer report customer did allege pump was under delivering. The customer performed high pressure test and insulin pump alarmed at 4 unit. The insulin pump passed both self test and displacement test. The insulin pump will not be returned for analysis.